Manufacturer narrative:
The device was evaluated by a third-party service provider. The third-party evaluation confirmed an optical abnormality. The device is not expected to be returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a distorted image. There was no report of when the issue was discovered, and a procedure was not identified. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the distorted image was confirmed. However, the cause of the distorted image was not established at this time. Olympus will continue to monitor field performance for this device.